Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. Both leaflets were grasped with an xtw, but the posterior leaflet needed to be optimized, which was successfully completed. The implanter forgot to close the clip to 60 degrees and locked late. The clip was close to a fully closed angle, and was reopened and relocked at 60 degrees. The grasp and leaflet insertion were satisfactory and the decision was made to deploy. During the the first establish final arm angle (efaa) of the pre-deployment sequence, the clip opened slightly from less than 20 degrees, to approximately 5-7 degrees. It was difficult to determine if this was beyond normal settling. Since it was identified that the clip was locked late, the implanter unlocked, opened back up to 60 degrees, relocked and closed the clip again. Efaa was repeated and the same situation occurred. Troubleshooting was repeated one last time to open and relock. Again, the clip settled beyond the 5 degree tolerance. The arm positioner was turned back to neutral, then the clip was tightened down again. The color was turned on in the echocardiogram (echo) in bicommissural (bicom)/x-plane view, while performing efaa again. The same amount of settling was visualized, and mr ¿color¿ on echo had increased. The clip was removed and replaced with a different xtw. The clip was safely removed from the patient and a new xtw was prepped according to IFU and we proceeded with the new clip. Pre mr was 4+ post mr was 1-2+ achieved with 2 xtw¿s deployed at a2/p2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.